Manufacturer narrative:
H3: the generator was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed generator boaster board in imaging system. The system did not initialized. The generator did not ready. No power to the image acqui sition system (ias). The igbt failed. Test point 2 and 3 failed. High diode resistance. Recorded 0.855v. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: updated b5 and a (patient information). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "there was less than one hour of (25mins) surgical delay".

Event description:
Additional information received - no impact to the patient outcome.

Manufacturer narrative:
Updated b5 (h3,h6) :the starter upgrade kit was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed starter upgrade kit in test system. The system initialized. Motion, generator, communication and charging readied. Run rad gain and run fluoro gain calibration passed. 2d and 3d imaging was successful. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot #: (B)(6) rev. C the generator boaster board was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed generator boaster board in test system. The system did not initialized. The generator did not ready. No power to the image acquisition system (ias) b01,c02,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230, serial/lot #: (B)(6) rev. B medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and system did not expose. Diagnosed to an issue with the booster board. Replaced booster board. Tested system, no issues came back. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, product ID: bi71000230. MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not expose and it displayed error. They used another imaging system to proceed with the case. Patient was present. There was less than one hour of (5mins) surgical delay and unknown impact on patient outcome.